Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on 2002. Aneurysm morphology is unknown. Vessel morphology was reported to be very straight. The bifurcated device was implanted with the aid of a 22 french sheath. No difficulty or complications were reported during the deployment of the stent graft components. Final angiography demonstrated that the hypogastric arteries were patent, and everything looked fine. It was reported that, upon removal of the 22 french sheath, the pt's artery ripped, and the pt lost a lot of blood. The bleeding was controlled; however, the pt went into cardiac arrest 3 times and eventually died on the table.